Event description:
It was reported that this right atrial (ra) lead was dislodged during a right ventricular (rv) lead revision procedure. Subsequently this ra lead was explanted and replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was dislodged during a right ventricular (rv) lead revision procedure. Subsequently this ra lead was explanted and replaced. No additional patient adverse effects were reported. This lead will not be returned.